Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (values not provided). Reportedly, the customer lost weight and adjusted pump settings to account for weight loss. Customer believed that setting changes could have been the cause of fluctuating bgs. Customer declined tandem technical support's offer to trouble shoot and customer declined to provide further information.